Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with noise/oversensing issue seen on the right ventricular lead. Noise was not reproducible in clinic. Lead revision procedure had been done on (B)(6) 2019, wherein the lead in question was capped and replaced successfully. However, it was noted that the set screw had been stripped. The procedure was completed successfully. The patient was stable pre and post procedure. Related manufacturer reference number: 2017865-2019-17031.